Manufacturer narrative:
Concomitant medical products: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID 3998, lot# v042627, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The patient reported a sudden return of symptoms and loss of therapy which led to them hurting and in pain for a week. Every joint was hurting and it hurt in their spine from their arthritis. Until the loss of therapy their device had worked "beautifully." Prior to calling in the patient noted that the batteries in their patient programmer were dead so they replaced them but were then unable to change to group b to increase their stimulation. Group b would not even come up on the screen at all and any time they tried to increase in group b the patient programmer would cut off. It was found while on the call that the screen was showing "turn ins on "when trying to increase and determined that the patient's device was off which was why they could not turn it up. The patient was able to turn the device on and got to program a which showed 1.20v. They switched to group b, synced and was successfully able to increase the stimulation. The patient programmer was noted to be working as intended. The patient realized the therapy had been off when it was discovered on the phone call and did not know it was off prior to calling in. The indication for use was for degenerative disc disease.